Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a260, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a broken lead. It was reported t hat it was not possible to place the paresthesia in the correct position because the impedances in "all the lead was high, less 2 <(>&<)> 3 electrodes". The paresthesia didn't cover the pain area when programming "this ones" so the doctor decided to replace the lead by a new one. It was noted the impedance was checked in the room and device "comprobation" in the operating room. The problem was in the lead. No factors may have led or contributed to the issue. No further patient complication was associated with the event and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable component's lot number is va1fxw041. Analysis found conductors #0, #1, and #4 -#7 were broken 26.4 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead lot number was confirmed with the physician.